Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery (rca). After an unspecified stent was placed, a 3.25 x 15 mm nc trek was unpackaged for use; however, after the protective sheath was removed a proximal stent shaft separation was noted. The device was not used; a different balloon was used successfully in the procedure. No additional information was provided.